Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for initial implant of a system. The right atrial lead displayed unacceptable sensing amplitudes during the procedure. When the lead was repositioned, the fixation helix would not extend. The lead was explanted and replaced, and the patient was in stable condition following the procedure.